Event description:
It was reported by service report that the bed was drifting down. After the lift was repaired the bed was stuck in high height due to the user facility installing the drive tube upside down. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: drive tube.